Event description:
It was reported to philips that the allura device lost power in the middle of a case and would not turn on. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue occurred during the procedure. The procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfile cannot confirm the reported malfunction. Upon troubleshooting actions, fse checked incoming power to the gss pdu and had all 480v phases, but pdu would not power on at all and found a burnt power supply for pdu that was not outputting any voltage. Fse replaced the power supply in gss pdu and programmed new mains resistance data after replacing with the third-party power conditioning unit and performed calibrations for the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.